Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two syncopal episodes and developed two hematomas on the back of their head. The right ventricular (rv) lead was found to have high threshold and intermittent capture at high output. A chest x-ray revealed that the rv lead had dislodged. The rv lead was revised and remains in use. The left ventricular (lv) lead was sub-threshold at times leading to non-capture. The output level of the lv lead was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.